Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified. Device evaluation summary: the actual device was received for evaluation. One empty opened foil and one labeled winding former with a re-parked needle of product code sxpp1a405, lot pb6840 were received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿fixation feature detached for the first stitch in the surgery of fracture reduction and internal fixation¿.

Event description:
It was reported that a patient underwent a fracture reduction and internal fixation procedure on (B)(6) 2019 and barbed suture was used. The fixation feature detached for the first stitch during the procedure. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.